Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the programmer would freeze. Interrogated multiple devices without issue using the provided radiofrequency head. Reconfigured hard drive, reloaded and updated software. Replaced broken power cord bay. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when checking leads during the implant procedure, the programmer would freeze or say to power up even when the programmer was plugged in. A different programmer was used to complete the procedure. It was also noted that the back door needed to be fixed. The programmer was returned for service. No patient complications have been reported as a result of this event.